Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient impact reported" (no consequences or impact to patient). Product problem(s): "poor aspiration" (aspiration issue). A customer reported poor aspiration with a 23 gauge probe during a procedure. The probe was switched out and the case was completed. No patient impact was reported.